Event description:
Patient reporting malfunction with solis pump - serial number: (B)(6). Patient states that every time she puts a new cassette on and starts pump, she gets alarm that there is a blockage and to clear the blockage. Patient troubleshoots pump by taking cassette off and on a few times and eventually gets it to prime and it runs fine. However, this morning patient could not get it to stop throwing the alarm. Patient took the cassette and switched to backup pump and it is working fine. Patient current pump rate is 1.8ml/hr. Patient was in the middle of a cassette change so there were no interruptions in therapy and no clinical injury reported. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Unknown if device was replaced. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. No additional information is available at this time.